Event description:
It was reported that a caregiver contacted support because an ilet user was not receiving insulin after initial setup, with no major alerts or alarms observed and infusion set and cartridge history appearing accurate; blood glucose was reported above 400 mg/dl, and the caregiver administered subcutaneous insulin via pen and was advised to disconnect from the ilet temporarily before reconnecting and calling back. Symptoms included hyperglycemia. Outcomes included use of backup therapy with multiple daily injections and temporary discontinuation of the ilet. Investigation included review of device alerts, alarms, and history, and assessment of infusion set and cartridge records. Investigation of this case revealed no device-generated alerts and no obvious setup discrepancies, and the cause of hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.